Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller was patient's mother and was calling to inquire about compatibility for an induction stovetop. Patient services could not find the patient in device registration but reviewed general compatibility for a device regarding induction stovetops with the caller. The caller stated the patient was 35 now and got the implant when the patient was a junior or senior in college when they were 17 or 18 years old maybe. The caller stated they think the patient had the internal battery replaced once and that the patient had to have a "wire' changed at some point because "something happened with the wire and it was bent." Caller was not sure of the exact event date but believes it was before covid. Caller mentioned the patient's unrelated medical history: that the patient has lupus, autonomic dysregulation, and sjogren's. The caller stated the patient would have to self-catheterize in high school which was a "bladder infection waiting to happen" and the interstim was wonderful for the patient. The caller stated the patient was very busy and able to live their life because of the therapy. Caller had no further information to provide to patient services. The caller stated they might have the patient call back with them to clarify the patient's information for device registration. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.